Event description:
Telemetry monitor malfunction and monitor tech unable to view patient rhythm for ltac patients at 15:45. Malfunction involved a total of 6 patients where patient telemetry was not viewable by tech. Mindray representative troubleshooting and unable to identify problem. On (B)(6) 2014, ceo requesting on-site visit for telemetry evaluation and repair. Mindray on site nad telemetry repaired at 1830. Patients remain safe and free from harm during the time period.